Event description:
Prior to a novasure endometrial ablation on (B)(6) 2014. The physician performed a successful myosure for uterine tissue removal procedure. During the novasure procedure the physician had difficulty seating the disposable device electrode array. Once the device was seated, the physician received an unsuccessful cavity integrity assessment (cia) test. A hysteroscopy was performed and the physician visualized a perforation in the same area where the myosure was done. There was no intervention required.

Manufacturer narrative:
Serial number of the radio frequency controller and myosure hysteroscope not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).